Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve appeared oval and was cut longitudinally through one of the leaflets, likely during explant. A broken stent was noted due to the cut. Four stent fractures were found that could be unrelated to the cut made during explant. Calcified pannus was noted on the surface of the valve and in the inflow and outflow aspect inside the valve. There was no visible calcification noted on the leaflets or inner wall of the valve. All leaflets were flexible. Two leaflets remained intact. One leaflet was cut, likely during explant. No visible calcification was noted on the leaflets. All commissures were intact. Radiography showed calcification within the pannus along the surface of the valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 50 months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) in a patient that is status post-ross procedure, the valve was found to have multiple stent fractures and progressive valve dysfunction with an increasing right ventricle (rv) to pulmonary artery (pa) gradient. Subsequently the valve was explanted and replaced with a non-medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.